Event description:
The customer obtained one reactive cmv-igg patient result of 59.9 au/ml on their unicel dxi 600, which was also reactive upon repeat testing. The reactive result was reported out of the laboratory, however, it is unknown patient treatment was impacted by this event. The customer did not provide sample information. The sample was repeated on alternate method and non reactive result was obtained. The sample was submitted to the customer product line support (cpls) for additional: cpls test - investigation summary: patient sample was first tested after centrifugation for cmv igg to confirm customer's results. Heterophile testing (using a pool of different blockers) was then carried out. Sample was sent for alternative testing. Results and conclusion: cpls repeated customer's results on neat sample. Heterophile testing did not allow to detect interference since none of the blockers used were able to modify the signal. Alternative testing was reactive and therefore confirmed the access results. Cpls investigation confirmed cmv igg results obtained by the customer.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Service was not dispatched for this event.